Event description:
It was reported that the physician was having problems with the his handheld computer for over 6 months. A manufacturer representative went to the office to troubleshoot and was getting a message on the handheld indicating "test failed on the program", and when he pressed ok, it went to the windows menu. A hard reset was performed and the system successfully interrogated a generator without a problem the first time. He then got a message the second time of failure to receive all bytes. He then tried again while holding the serial cord in and was again able to interrogate the generator. He states that the office states they have been having to hold the serial cord to get the handheld to work properly. Reporter states that the connection on the serial cord with the handheld appears to be very loose and the handheld is working, it is just the serial cord that appears to be the issue. A new serial cord was sent to physician, but it was reported that the issue was still occurring. The handheld was replaced and the old one has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
.

Event description:
The physician's handheld computer, software, wand, and two serial cords were received by the manufacturer on (B)(6) 2012. The return product form was received but did not indicate a reason for product return. Product analysis for the wand was completed and approved on (B)(6) 2012, and product analysis for the handheld computer, software, and two serial cords were completed and approved on (B)(6) 2012. All products performed according to functional specifications, and no anomalies were observed. The reported trouble with the serial cord regarding the need to hold the serial cord for the computer to work properly was not verified. The products performed according to functional specifications.

Manufacturer narrative:
Serial # and lot #, corrected data: the initial report did not include the serial number and lot number, as the information was not known. However once the products were received by the manufacturer, they were attained. Occupation, corrected data: the initial report inadvertently did not include the physician's occupation as (B)(6). Device manufacture date, corrected data: the initial report did not include the date, as the information was not known. However once the products were received by the manufacturer, the date was attained.